Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that she had gone hiking but was wearing the insulin pump on the belt clip, so it did not get wet. She also mentioned that this alarm occurred before she went hiking, and could not recall any other possible cause of the alarm. The blood glucose reading was 200 mg/dl. Nothing further was reported.